Event description:
It was reported that patient experienced ineffective therapy after multiple falls. Reportedly, both leads migrated. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. The event of lead migration was reported to abbott. Leads migration due to multiples falls. The patient underwent a lead revision. Effective therapy restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.